Event description:
(B)(4). Initial report; this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female patient (age nos) who was injected with poly-l-lactic acid (sculptra) on an unknown date. Relevant medical history and concomitant medication information were not mentioned. The physician reported that the patient presented with a lot of late nodules after poly-l-lactic acid application. No further information was reported. Event outcome is unknown. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Reporter's causality assessment: no provided.

Manufacturer narrative:
Addendum for follow-up information received on (B)(6) 2008: the reporter states that patient is (B)(6), and applied poly-l-lactic acid via deep intradermal from (B)(6) 2007 to (B)(6) 2007, indication to increase facial volume and to increase collagen production and presented with late nodule in the face (painless) in some of the application area. The symptom started on (B)(6) 2008 (nos). Addendum for followup information received (B)(6) 2008: results for ptc number (B)(4): since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the device history reports and the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show, this kind of event is not batch related. Conclusion: no faults detectable.